Event description:
It was reported that although the patient was doing well and their symptoms were improving, they had a lump on their lower/central back and it was bothering them when sitting or wearing tighter clothing. Their nurse checked the lump and stated that it was similar to a previous patient that had their lead sitting proud underneath the skin at the insertion site. The patient's physician assessed them and planned to rebury to lead under the skin. There were no signs of infection or open wounds. The patient underwent a revision and the tined lead was buried deeper. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of patient problem/medical problem was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.